Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with f-49 failure was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a malfunction in real time clock (abnormal rtc data) due to a defective main battery. The main battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The service history review revealed that the device has not been previously sent into service for the reported condition of f-49 (caused by depleted battery).

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with f-49 on the display; this condition had the potential to interrupt delivery. This condition was found in the "intermediate 3rd floor". It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.